Event description:
It was reported that the patient experienced a change in therapy effect. It was indicated that the therapy had become less effective over time. The patient originally had dilaudid in the pump and it was not doing well so it was switched to fentanyl. When the fentanyl was put in the pump the patient's pain relief decreased. Additional information received report that the patient was told by a urologist on (B) (6) 2010 that his kidneys weren't working due to the medication in the pump. The patient had to catheterize himself every morning. The patient had been on fentanyl for approximately 1 year. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).